Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross lesion. When the device was removed, the stent strut got lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage along the entire length of the stent, with stent struts lifted, bunched and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross lesion. When the device was removed, the stent strut got lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.